Event description:
It was reported that while in the cath lab the sheath, radiopaque with integral hemostasis valve/side port, 3-way stopcock and stepped tissue dilator were inserted via the pt's radial artery. After removing the dilator, a significant amount of blood was noted to flow out of the 2-way valve on the sheath and this was prior to spring wire guide insertion. Due to the amount of blood, the md removed the sheath and replaced it with another sheath successfully. There was no reported pt death or injury. The pt did not experience complications and medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.